Event description:
A physician reported she found it necessary to remove a patient's essure micro-inserts due to confirmation of nickel allergy and severe pain the pt was experiencing; 1 micro-insert was removed on (B)(6) 2010 and the second micro-insert was removed on (B)(6) 2010. The second micro-insert had perforated the fallopian tube and was found in the round ligament. The physician stated the pt told her she was never asked if she had a nickel allergy prior to placement of the essure micro-inserts. The physician reported that the patient's pain has resolved following removal.

Manufacturer narrative:
IFU contraindication: the essure system should not be used in any pt with known hypersensitivity to nickel confirmed by skin test (see warnings section below for patient's with suspected hypersensitivity to nickel). IFU warning: patient's with suspected hypersensitivity to nickel should undergo a skin test to assess hypersensitivity prior to an essure placement procedure.

Manufacturer narrative:
(B)(4).